Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device alarmed "no cassette" during the infusion. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.